Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On october 10 2015, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch ultra meter read inaccurately low in comparison to results obtained on another meter. The complaint was classified based on customer care advocate (cca) documentation. The reporter claimed that the meter issue began on (B)(6) 2015 at 07:00am. The reporter detailed that the patient obtained a result of "179mg/dl" on the subject meter which she felt was inaccurately high in comparison to a result of "229mg/dl" obtained on a doctor's meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference in results satisfies lifescan's criteria for accuracy. The patient manages his diabetes with oral medication, diet and exercise and continued to take his usual dose of humalog insulin and metformin and januvia pills in response to the alleged issue. The reporter claimed that " a couple of weeks" after the alleged issue occurred the patient developed a symptom of "dizzy" and that on (B)(6) 2015 at 0830am the patient was treated by a healthcare professional (hcp) in a doctor's office with "shots in the stomach to keep sugar down". During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported as the patient received medical intervention for a blood glucose excursion after the alleged meter inaccuracy occurred.

Manufacturer narrative:
Follow-up # 2: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #3: the retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1. The retain test strips failed performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.